Event description:
It was reported that during an endovascular procedure in a patient with gastrointestinal bleeding, there was resistance when the subject coil was advanced through the introducer sheath and after inserting and retracting three times, the subject coil detached prematurely inside the microcatheter. The detached subject coil was removed from patient vasculature together with the microcatheter and the procedure was completed successfully by replacing the device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure in a patient with gastrointestinal bleeding, there was resistance when the subject coil was advanced through the introducer sheath and after inserting and retracting three times, the subject coil detached prematurely inside the microcatheter. The detached subject coil was removed from patient vasculature together with the microcatheter and the procedure was completed successfully by replacing the device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint. H3 other text : the device is not available to the manufacturer.